Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt was seen at the clinic on (B)(6), 2013 as a matter of urgency following reports that he was suddenly unable to hear sounds from his ci.